Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed and air bubble within the cartridge patient line. Tandem technical support educated the customer in possible causes of air bubbles. Blood glucose was 103 mg/dl.